Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing headaches since implant of the devices. The headache persisted even when the stimulation was turned on or off. The physician confirmed that there was a csf (cerebro spinal fluid) leak and upon a follow up assessment, the post dural puncture headaches had improved significantly. The patient was given a pain medication for the headache.

Manufacturer narrative:
Additional information was received that there was no medication for cerebrospinal fluid headaches. The patient was instructed to continue prescribed pain medication for pre-existing pain only, not the headaches.

Event description:
A report was received that the patient was experiencing headaches since implant of the devices. The headache persisted even when the stimulation was turned on or off. The physician confirmed that there was a csf (cerebro spinal fluid) leak and upon a follow up assessment, the post dural puncture headaches had improved significantly. The patient was given a pain medication for the headache.